Event description:
It was reported that during regular preventive maintenance, testing failed. No values were able to be measured. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. One side bail cover is contaminated.